Event description:
The report received from the affiliate states that when an outback cto catheter with a stabilizer wire in the catheter was removed from the patient, wire shaving was noticed hanging from outback cannula. Not immediately apparent if from wire or outback so procedure completed with fresh stabilizer wire and outback catheter. The patient is a male, age unknown. The target lesion location was the left superficial femoral artery (sfa). The outback and stabilizer looked normal when removed from their packaging. All specified ports of the outback catheter were properly flushed followed by a 30 second delay, and then flushed again. The cannula of the outback did actuate smoothly during prep and did retract back into the catheter correctly. There was no friction felt with wire and the device during use. When the product was removed from the patient the wire looked frayed. There was no separation of the wire. The procedure was completed with anew outback catheter and stabilizer wire. There was no reported injury to the patient. Analysis was completed and noted that the "delaminated- coating" was not confirmed. The distal tip of the guide wire was observed kinked/tangled. The whole guide wire was observed under a microscope and an unraveled/stretched condition was observed on the coil wire, at its distal end. The reported coating delaminating condition was not confirmed.

Manufacturer narrative:
The report received states that when an outback cto catheter with a stabilizer wire in the catheter was removed from the patient, wire shaving was noticed hanging from outback cannula. The target lesion location was the left superficial femoral artery (sfa). The outback and stabilizer looked normal when removed from their packaging. All specified ports of the outback catheter were properly flushed followed by a 30 second delay, and then flushed again. The cannula of the outback did actuate smoothly during prep and did retract back into the catheter correctly. There was no friction felt with wire and the device during use. When the product was removed from the patient the wire looked frayed. There was no separation of the wire. The procedure was completed with anew outback catheter and stabilizer wire. There was no reported injury to the patient. Analysis was completed and noted that the "delaminated- coating" was not confirmed. The distal tip of the guide wire was observed kinked/tangled. The whole guide wire was observed under a microscope and an unraveled/stretched condition was observed on the coil wire, at its distal end. The reported coating delaminating condition was not confirmed. One non sterile outback was received coiled in two plastic bags. A kink was found at 2.5 cm from distal tip. Cannula was not deployed. No other damages were noted an attempt to retract the cannula was performed; however it could not be done due to the kinked condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint the failure reported by the customer was confirmed. The cause of the failure experienced by the customer might be related to the kink found in the catheter. The cause of the kink could not be determined. Controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. The reported delamination of the wire was not confirmed through product analysis. However, the wire observed to be unraveled/stretched. This likely occurred during retraction into the outback cannula. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00133 and 1016427-2012-00023.